Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced lightheadedness, but the health care professional (hcp) was not sure if it was related to the atrial tachy response (atr). Technical services (ts) reviewed the reports and found that the device exhibited undersensing that resulted in overpacing. Ts noted that there was potentially functional loss of capture (loc). Ts also noted that there were farfield signals, but they were not sensed by the device. Ts suggested following actions. The plan is to reprogram the device. The device remains in use. No additional adverse patient effects were reported.